Manufacturer narrative:
One device was returned for analysis. Visual inspection showed the pump was in good condition. The tamper seal was not broken. A functional test was performed and the reported issue was duplicated. The dso sensor was inoperable and as a result, the dso sensor was replaced. A service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
Other, other text: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. B3: date of event unknown.

Event description:
It was reported the device exhibited a downstream occlusion. It is unknown if there was patient involvement and no adverse patient effects were reported by the customer.